Event description:
Hill-rom received a report from the account stating one siderail is down and will not come up. The bed was located at the account in 603. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the left intermediate siderail would not latch due to a broken center arm latch holder. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The technician replaced the center arm to resolve the issue. Based on this info, no further action is required.